Event description:
The reporter stated that the surgeon attempted to implant a aa4204vf plate silicone lens. The lens stuck in the cartridge prior to insertion into the eye. No patient contact or injury. The cause of the lens becoming stuck in the cartridge was unknown.